Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a replacement ilet displayed alert code 38 indicating a motor stall during initial setup, and the user was instructed to charge the device to at least 50 percent, restart, and complete setup; after fully charging, the pump functioned properly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified consistent with a consecutive stalled motor alert. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.